Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a lens was noted to have glistenings. The lens remains implanted and there is no report that the glistenings are adversely affecting the pt's vision. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).